Event description:
Additional information was received that it was not reported by medical assistants that a magnet was used during programming. Additional date was also received and reviewed showing that impedance values were within normal limits throughout.

Manufacturer narrative:
Relevant tests/laboratory data, including dates , corrected info, supplemental #1 inadvertently omitted information known at the time of submission.

Event description:
The patient reported that she was having more convulsions. No additional information has been received to date.

Event description:
Information that the patient's generator can no longer be turned back on. No additional information has been received to date.

Manufacturer narrative:
It is suspected that conductive residues deposited on the edge of the circuit board during the laser-routing manufacturing process likely promoted an environment conducive for dendritic growth to occur between test points on the telemetry and reset circuits. The growth likely created current paths that caused unintended electrical function, which were theorized to burn out, grow back and cause a reset, and burn out again. This process explains why resetting generators would function normally after stimulation was enabled and then encounter a subsequent reset at an unpredictable time later. The probable root cause is considered related to the laser-routing process to a manufacturing error. The manufacturing process included laser-routing which created an environment for dendritic growth which in turn caused the hardware resets. Livanova separately discontinued the laser-routing process for m103, m104, m7103, and m8103 generators on june 7, 2021.

Event description:
Internal investigation found the root cause of the hardware reset to be due dendritic growth observed on the routed edge of the printed circuit board assembly. No other relevant information has been received to date.

Event description:
Internal investigated reported that while the root cause is undetermined, the issue appears to be related to temporary power loss within the generator related to an unknown hardware failure that may have contributed to an intermittent loss of power.

Event description:
An implant card was later received reporting that the battery was replaced. The explanted generator has not been received by the manufacturer to date.

Event description:
Confirmation was later received that the previously reported date of battery replacement was incorrect.

Event description:
It was reported that patient was having worsening condition and the generator was reported to be resetting on its own. Per the physician, initial reading was 0ma, reprogrammed the generator and after 10 min it was 0ma. The physician was informed this issue has occurred in the past where the issue was corrected in the office and then patient present returned with the device reset and worsening condition as previously mentioned. The patient denies everything in relation to contact with metals, magnetic field and other means that could have provided the device reset. Device history record was reviewed and the generator passed all specifications prior to distribution into the field. No additional or relevant information has been received to date.